Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 4 mg/dl. The customer's mother needed assistance uploading child's insulin pump to carelink. Assistance was provided with uploading the pump. No further information was provided.